Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision surgery with implantation of a 275cc mentor smooth round moderate profile saline prosthesis. Post-operatively, the patient was diagnosed with a deflated left breast prosthesis after a physical exam with their health professional. As a result, the patient underwent removal on (B)(6) 2022.

Manufacturer narrative:
On april 08, 2022, the mentor failure analysis lab has received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additionally, mentor became aware that the deflated implant was replaced with a 325cc mentor smooth round moderate profile saline breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 04, 2022, mentor completed an evaluation on the returned device. Mentor then conducted a visual inspection, microscopic examination, and thickness measurement of the device. Visual analysis of the returned sample revealed that the breast implant was found to have an area of missing valve, located at the union between the valve and shell, measuring approximately 1.0 cm x 1.0 cm. In addition, an area of missing material, was observed on the anterior view measuring approximately 0.5 cm x 0.2 cm. Microscopic examination was performed and the cause of the both deflations could not be identified. Therefore a thickness measurement was conducted on the shell at the both deflations, and the thickness was within manufacturing specifications. Additionally, mentor became aware that in the first supplemental report, information was inadvertently missed. The fields in section d9 should have been populated with information as the device had returned and was available for evaluation. The fields have been populated properly. Manufacturer¿s reference number: (B)(4). In the first supplemental; d9 date device returned to manufacturer and d9 "device available for evaluation?" Should have been populated with 4/8/2022 and "yes", respectively. Additionally, the box for d9 "is device returned to manufacturer?" Should have been check marked.